Manufacturer narrative:
D4: serial #: (B)(6) was provided but could not be located in oracle. H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device in the past 12 months. The customer reported issue cannot be confirmed through accuracy test. The root cause of the issue is unknown. A performance verification test (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration. The downstream occlusion (dso) seal was removed and replaced as preventive maintenance.

Event description:
It was reported that the device was under delivering. The event happened during infusion. No reported patient injury.